Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a leak was detected through the transducer "tap" of a medex logical pressure monitoring system. It was noted that the transducer was in use "with hypertension marking" during cardiac surgery, "without committing to the patient's clinic". It was also noted that "the arterial puncture was detected" when the leakage was detected. No injury was reported.